Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and mitral annular calcification (mac), calcified chords and leaflets for a mitraclip procedure. The clip was momentarily stuck in the chords under the valve. It was freed with very little force applied. After several difficult grasping attempts, the clip was inverted and came above the valve into the atrium. The clip all of a sudden went 90 degrees to the shaft. It became detached but was still connected to the lock line and the gripper line. The clip delivery system with the clip was pulled to the tip of the steerable guide catheter (sgc). The clip was still inverted, and the entire system was retracted. The clip became stuck in the groin area, and was most likely caught on the fascia. The gripper line was observed to be broken. A cut down was performed to pull out the clip with some hemostats. Pressure was added, and the procedure ended. There was suspected vascular intimal tissue damage, as the clip was inverted and pulled through the vein. Additionally, tissue was noted on the clip once removed from the anatomy. The patient's status was stable. No clips were implanted.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issues either could not be replicated in a testing environment due the condition of the returned device or the issues related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported premature activation could not be conclusively determined. The reported difficult to remove (anatomy) is related to the clip becoming stuck in the chords under the valve and the system becoming stuck in the groin. The reported gripper line break is a cascading event of the difficult removal from anatomy. The reported difficult or delayed positioning appears to be related to challenging patient anatomy (challenging, calcified valve). The reported positioning failure is a cascading event of the premature activation. The reported vascular dissection is a cascading event of the difficult removal from anatomy. The reported patient effect of vascular dissection, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and mitral annular calcification (mac), calcified chords and leaflets for a mitraclip procedure. The clip was momentarily stuck in the chords under the valve. It was freed with very little force applied. After several difficult grasping attempts, the clip was inverted and came above the valve into the atrium. The clip all of a sudden went 90 degrees to the shaft. It became detached but was still connected to the lock line and the gripper line. The clip delivery system with the clip was pulled to the tip of the steerable guide catheter (sgc). The clip was still inverted, and the entire system was retracted. The clip became stuck in the groin area, and was most likely caught on the fascia. The gripper line was observed to be broken. A cut down was performed to pull out the clip with some hemostats. Pressure was added, and the procedure ended. There was suspected vascular intimal tissue damage, as the clip was inverted and pulled through the vein. Additionally, tissue was noted on the clip once removed from the anatomy. The patient's status was stable. No clips were implanted.